Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 46-year-old female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 13 years 3 months after insertion of essure (ess205). The patient was treated with surgery (removal of essure). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tubes'), uterine perforation ('perforation of the uterus'), perforation ('perforation of other organs') and device dislocation ('migration to abdominal or pelvic cavity') in a 46-year-old female patient who had essure (ess205) (batch no. 12276541) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy (device ineffective)". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("backpain"), genital haemorrhage ("excessive bledding"), headache ("headaches"), autoimmune disorder ("autoimmune reactions"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, device dislocation, pelvic pain, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, headache, autoimmune disorder, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and stress outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2021: lot number received. Reporter and events chronic abdominal pain, chronic pelvic pain, chronic back pain, excessive bleeding, unintended pregnancy, device ineffective, migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus, fallopian tubes or other organs, allergic reactions, auto-immune reactions, headaches, chronic fatigue, weight changes, hair loss, tooth loss, mood changes, anxiety and depression added. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year old female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 13 years 3 months after insertion of essure (ess205). The patient was treated with resuscitation. Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tubes'), uterine perforation ('perforation of the uterus'), perforation ('perforation of other organs') and device dislocation ('migration to abdominal or pelvic cavity') in a 46-year-old female patient who had essure (ess205) (batch no. 12276541) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy (device ineffective)". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("backpain"), genital haemorrhage ("excessive bledding"), headache ("headaches"), autoimmune disorder ("autoimmune reactions"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), tooth fracture ("teeth are deteriorating and breaking"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, device dislocation, pelvic pain, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, headache, autoimmune disorder, fatigue, weight fluctuation, alopecia, tooth loss, tooth fracture, mood altered, anxiety, depression and stress outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth fracture, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205). Lot number: 12276541 manufacturing date: 2005/05 expiration date: 2007/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2021: new event added: tooth fracture. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) through social media and describes the occurrence of pelvic pain ("pelvic pain chronic") in a 46 year-old female patient who had essure (ess205) inserted (lot no. 12276541) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of adenomyosis in 2019 and heavy periods, vaginal discharge, abnormal uterine bleeding, parity 2, gravida ii, painful periods and drug allergy (penicillins). Previously administered products included: oral contraceptive nos. Concurrent conditions were listed as nephrolithiasis since 2019 as well as joint pain, back pain, depression, pelvic discomfort and flank pain. On (B)(6) 2006, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("excessive bledding"), abdominal pain ("chronic abdominal pain"), back pain ("backpain"), device dislocation ("on the left, the proximal end of the device was about 1 cm from the utero-tubal junction."), headache ("headaches"), autoimmune disorder ("autoimmune reactions"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), tooth fracture ("teeth are deteriorating and breaking"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fatigue, genital haemorrhage, headache, mood altered, pelvic pain, stress, tooth fracture, tooth loss and weight fluctuation to be related to essure (ess205) administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2019: stable right renal non-obstructing stone. No new renal or ureteric stones. No hydronephrosis.; on (B)(6) 2019: 2 small non-obstracting calculi in the right kidney, satble compare to previous study [pathology test] on (B)(6) 2018: the specimen is satisfactory for evaluation.negative for intraepithelial lesion or malignancy; on (B)(6) 2019: source of specimen: uterus, cervix,fallopian tubes and essure coils. Gross description: the tip of the left essure coil is seen at the junction of the left cornu and endometrial cavity.incremental sectioning of the distal two-thirdss of the bilateral fallopian tubes did not reveal the presence of essure coils. Diagnosis: uterine cervix with no significant histopathologic abnormalities. Uterine corpus with: secretory endometrium negative for hyperplasia and malignancy. Adenomyosis. Distal portions of bilateral fallopian tubes showing no significant histopathological abnormalities. Left paratubal cyst. Lot number: 12276541. Manufacturing date: 2005/05. Expiration date: 2007/01. Quality-safety evaluation of ptc: for essure (ess205): unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 12-oct-2023: medical record received. Surgical pathology received. Patient information, lab data, reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tubes'), uterine perforation ('perforation of the uterus'), perforation ('perforation of other organs') and device dislocation ('migration to abdominal or pelvic cavity') in a 46-year-old female patient who had essure (ess205) (batch no. 12276541) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy (device ineffective)". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("backpain"), genital haemorrhage ("excessive bleeding"), headache ("headaches"), autoimmune disorder ("autoimmune reactions"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, device dislocation, pelvic pain, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, headache, autoimmune disorder, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and stress outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205). Lot number: 12276541 manufacturing date: 2005/05 expiration date: 2007/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.